Event description:
Pt had a ddr pacemaker placed in 2005. Six mos later the pacemaker was found to have a nonfunctioning ventricular lead. She was taken to the or and a new lead was placed. It does not appear that the pt experienced any adverse events from the nonfunctioning lead. Risk mgr was notified by MFR.